Manufacturer narrative:
Method - the case information including feedback obtained from the event reporter was used to evaluate the reported event. Results - perforation is defined in labeling (instruction for use) as a possible procedural complication. In those instances where medical intervention is necessitated when a perforation occurs, avinger will submit medwatch for 3500a.

Event description:
The patient presented for revascularization of a mildly calcified anterior tibial artery. Using a regalia 0.014 wire and pixl catheter, the physician successfully crossed the cto. The pixl catheter caused a small perforation in the anterior tibial. The device was removed, protamine and heparin were administered, and balloon angioplasty was performed. There perforation resolved and no harm to the patient was reported.